Event description:
It was reported that the insulin pump was not delivering insulin. The customer's mother stated that she did a 3.0 unit bolus in the air and did not see any insulin exit the tubing. The customer's mother then stated that there were no alarms in the alarm history. The customer's mother also mentioned that the customer uses a quick-set infusion set. Troubleshooting was performed and no insulin came out the tubing during the fixed prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.